Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The motor was tested outside the unite and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 9.8 mmol/l at the time of incident. Customer was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.